Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. A manufacturing record evaluation was performed for the finished device lot number pah618, and no non-conformance's were identified. Device evaluation summary (actual): one detached needle of product code eh7772, lot pah618 was received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle by the use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off - suture needle, suggest an improper handling of the sample. Device evaluation summary( samples): one opened box with twenty-two unopened samples of product code eh7772, lot pah618. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was used. The needle pull-off during first tissue passage. It was unknown what was used to complete the procedure. There were no adverse patient consequences reported.